Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that incorrect placement and coil resistance occurred. A 2/5mm x 5.8cm interlock was selected and advanced to treat the moderately tortuous abdominal aortic aneurysm. During procedure, the physician attempted to place the coil. However, the coil was not placed on the right location. The physician recapture the device but resistance was encountered. The coil was re-sheathed into the catheter and was completely removed from the patient¿s body. No patient complications were reported and the patient's status is fine. However, device analysis revealed that the fiber bundles was below the assigned specification.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A pusher wire was returned inside an introducer sheath. The pusher wire was found kinked and main coil was found severely stretched and kinked upon inspection. There were only 17 fibre bundles present which was below the assigned specification. The interlocking arm of the pusher wire and main coil was inspected and no damage was noted. The coil zap tip was inspected and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).